Event description:
A nc sprinter rx balloon dilation catheter was being used to treat a lesion in the mid lcx. The lesion was 70% stenosed with mild calcification. Negative prep was performed without issue. The device was inflated once to 16 atms. The physician encountered difficulties when attempting to deflate the device (about 60 secs). The inflation device was used successfully with other devices during the procedure. After the balloon shaft was moved back and forth the physician was able to deflate the balloon and the device was forcefully pulled back into the guide catheter. There was no patient complications reported. Evaluation summary: the distal tip was slightly flared. The distal shaft was slightly pinched distal to the guidewire entry port. There was no evidence of necking or stretching to the balloon bond or distal shaft. The guidewire entry port was slightly ripped. The balloon was inflated to 18 atms (rated burst pressure) within specification. The device maintained pressure. There was no evidence of a leak on the balloon or shaft. The balloon was deflated within specification.

Manufacturer narrative:
(B)(4). Results: device performed according to specifications (device inflated and deflated within spec). Conclusion: device operated according to specifications (device inflated and deflated within spec); device evaluated and alleged failure could not be duplicated.